Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a failed battery test from the insulin pump. The customer's blood glucose level was 80 mg/dl. The customer stated that she received a failed battery test on the pump. The customer stated that when she tried to remove the cap, she noticed the compartment was cracked. The customer could not remove her battery cap. The customer was advised to discontinue use of the pump if the battery is low. The customer declined to troubleshoot. The customer will be sent a replacement pump.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.